Event description:
Reported false positive sars result for 1 asymptomatic (off-label use) staff member testing themselves for competency testing purposes. The staff member communicated the result was confirmed negative by molecular (pcr testing) and another rapid antigen assay. Approximately 7 additional events were also communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.